Event description:
Boston scientific received information that this chronic right atrial (ra) lead was exhbiting high thresholds, poor sensing and loss of capture. As a result when the device was replaced the lead was surgically abandonded and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.